Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-04726 / 04727).

Event description:
It was reported that patient underwent right partial knee arthroplasty on (B)(6) 2015. During the procedure, tibial bearing was implanted then removed due to tracking complications. Subsequently, patient alleges that patient experienced swelling, pain when walking, and felt movement within her knee. On (B)(6) 2015, patient was revised due to dislocation. During this procedure, the tibial bearing was removed and replaced. It was further noted that dislocation of the bearing tore the acl. Another procedure to repair the acl has been indicated; however, no such procedure has been reported at this time. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.